Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock. Upon interrogation it was noted that there was low impedance on the right ventricular lead. It was also noted that the implantable cardioverter defibrillator inappropriately provided anti-tachycardia pacing due to a low ventricular fibrillation cutoff rate before attempting to deliver a shock. The shock was not delivered due to the low high voltage lead impedance. The device then delivered a shock successfully through a different vector. Insulation damage to the lead was discussed, and the device was initially turned off. The doctor then decided to change the cutoff rate and removed the superior vena cava coil (svc) from the circuit. The physician believes that the svc portion could be compromised. The device was turned back on and the patient was stable.